Manufacturer narrative:
A ge service rep performed an on-site investigation and re-strapped a transformer for 6 and 125vac for an incoming power supply of a 118vac. The service rep verified proper boot without the alarm. The system operates as intended.

Event description:
The customer reported the system continued to alarm and thereby failed to boot up. No reports of pt injury.